Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health professional reported receiving low reading from an adc hospital device. The health care professional reported that a patient received low readings of 1 mmol/l and 2 mmol/l which were lower than lab readings of 7 mmol/l and 7 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A health professional reported receiving low reading from an adc hospital device. The health care professional reported that a patient received low readings of 1 mmol/l and 2 mmol/l which were lower than lab readings of 7 mmol/l and 7 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot or serial number was not provided for the strips. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for precision strips and, no trends were identified that would indicate any product related issues. Dhrs for the freestyle precision pro meter were reviewed and the dhrs showed the freestyle precision pro meter passed all tests prior to release. Reader (B)(6) was returned and investigated. The meter was visually inspected and no issues were observed. Retained batteries were installed. Meter turns on with button depression. Lcd was observed during power up or self test sequence, no issues were observed. Control solution test were performed. The result were not satisfactory. Further investigation was performed and strip port module was observed to be opened and liquid contamination was observed on the strip port pins. Issue is therefore not confirm to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot or serial number was not provided for the strips. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for precision strips and, no trends were identified that would indicate any product related issues. If partial product is returned, the case will be re-opened and a physical investigation will be performed and a follow-up report submitted. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health professional reported receiving low reading from an adc hospital device. The health care professional reported that a patient received low readings of 1 mmol/l and 2 mmol/l which were lower than lab readings of 7 mmol/l and 7 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.